Event description:
After puncturing balloon, the balloon sheared off as it was being pulled out.

Manufacturer narrative:
Lot history record review: the lot # was not reported. A ship history was conducted on the reported lot # and it was found that several lots had been shipped to the complainant in the last 12 months. The following lots were shipped: 915006, 915007, 917295, 917880, 917879, 917881, 918416, 919562, 921317, 921321, 921322, and 923414. The possible lot numbers were reviewed for any abnormalities, nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample is not available for evaluation. Conclusion: the complaint investigation is currently ongoing at this time. Findings of the investigation will be reported at the conclusion of the investigation. Frequency has increased but the severity of this event is not greater than usual.